Event description:
Customer reported breakage of the male luer collar when the user disconnected the secondary set from the primary set. Customer stated curos caps were not used on the luers. There was no harm to pt. No medical intervention was required. No further information was provided.

Manufacturer narrative:
MFR report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.